Event description:
It was reported that the user experienced hyperglycemia while on the ilet with a subcutaneous infusion set, with a blood glucose of 390 mg/dl; the caregiver suspected an infusion set delivery issue after observing no insulin drops upon cannula removal, although the cannula appeared straight, insulin remained in the cartridge, there were no occlusion alerts, meals were announced, and the infusion set was within expected wear time. Symptoms included no reported clinical manifestations associated with the elevated glucose. Outcomes included self-management with fast-acting insulin by pen off-pump and planned reconnection after two hours, with no need for medical intervention and no hospitalization. Investigation included troubleshooting and user education, review of pump alerts and supplies, confirmation of proper supply change technique, assessment of potential infusion site issues, and verification that the sensor was functioning according to the user. Investigation of this case revealed no device alarms or evidence of leakage, and the cause of the hyperglycemia remained unclear despite evaluation of the infusion set and user practices. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.